Event description:
Olympus rec'd medwatch form 3500a, user facility/importer report which states, "patient in 2009 for upper endoscopy; pt transferred to ICU post-procedure where pt developed neurological changes; urgent CT scan without infarct; add'l report of evolving subacute infarct in the right mca distribution thought likely to be secondary to an air embolus. The pt was transferred to another area hospital for hyperbolic oxygen treatment. The pt initially improved and was transferred to the inpatient rehab unit; pt required transfer back to the inpatient unit for medical care where he expired from medical problems unrelated to this event."

Manufacturer narrative:
Olympus followed up on this report and obtained add'l info about the event. The user facility reported that following the completion of a diagnostic esophagogastroduodenoscopy (egd), the pt developed neurological changes. The pt underwent a CT scan and was diagnosed with an air embolus. The user facility reported that the pt's blood pressure had dropped during the egd procedure, which may have allowed the induction of air into the pt's bloodstream. User facility personnel reported that the pt's "mucousal issue" might have contributed to the air embolus. The pt was said to have been transferred to another area hospital for hyperbolic oxygen treatment. The pt's condition reportedly initially improved after the treatment, and the pt was transferred back to the reporting facility for medical care. However, shortly thereafter, the pt reportedly expired from underlying medical problems, including pneumonia secondary to cancer. The user facility elected not to return the subject device referenced in this report to olympus for eval. The users stated that the hospital biomedical engineering department evaluated the light source and endoscope following the event, and both devices tested fine with no pressure deviations. The user facility stated that the devices used in the event did not cause or contribute to the pt's outcome, and that the pt's death was unrelated to this event. This report is being submitted as a medical device report in an abundance of caution.